Manufacturer narrative:
The customer reported that the central nurses station (cns) monitor has gone black and will not display anything. The touchscreen has stopped working. The customer unplugged and plugged the monitor back in, however, the display was very dim. The monitor was removed from the remote aten box and plugged directly into the monitor. This did not resolve the issue. Customer was provided part number for a new monitor and was transferred to customer service. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurses station (cns) monitor has gone black and will not display anything.